Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, infection (early onset), lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, infection (early onset), lymphoma-alcl-suspected.

Event description:
Patient reported infection, seroma, "sores", auto immune, suture retention, septic, bia alcl, inflammatory breast cancer stage IV, concern with breast implant due to was textured and was recalled. Device information indicates non-textured device and no recall for device. Events of "auto immune" and "inflammatory breast cancer stage IV are not device related. This record is for the right side. Device has been explanted. No histopathological markers have been provided for either cd30+ or alk-.

Event description:
Patient reported infection, seroma, "sores", auto immune, suture retention, septic, bia alcl, inflammatory breast cancer stage IV, concern with breast implant due to was textured and was recalled. Device information indicates non-textured device and no recall for device. Events of "auto immune" and "inflammatory breast cancer stage IV are not device related. This record is for the right side. Device has been explanted. No histopathological markers have been provided for either cd30+ or alk-.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3373904 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are not confirmed as they are classified as medical events. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation, this code is classified as medical event; also, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.